Event description:
It was reported that, during a procedure, a healicoil knotless metal self-tapping tip broke off inside the humeral head. The full anchor was successfully removed using a grasper. The procedure was resumed without any delay, using an equivalent s+n back up device in a more medial position than the first anchor. There was no void left in the patient. No further complications were reported.

Manufacturer narrative:
H11: h2: additional information on: b4 (describe event or problem), h6 (health effect - clinical code / health effect - impact code). Corrected information on: e1, e2, e3, g2.

Manufacturer narrative:
H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found a healicoil knotless device lying on a drape with the distal tip completely detached. The distal tip is attached to the suture near the device. The proximal anchor is not fully contained within the outer tip of the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found that a final visual inspection shall be performed prior to packaging. The device shall be visually examined to identify any damage to both proximal and distal implants. It is necessary to confirm that the anchors are free of burrs, cracks, or other surface defects. Likewise, it is necessary to verify that the anchors are loaded in the correct orientation in accordance with applicable specifications. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force upon insertion, off-axial insertion, not maintaining inserter alignment throughout insertion to ensure implant integrity). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a procedure, a healicoil knotless metal self-tapping tip broke off inside the humeral head. The full anchor was successfully removed. It is unknown how the procedure was performed or if there was a surgical delay. No further complications were reported.